Manufacturer narrative:
Contrary to the initial report, the user facility confirmed that the serial number for the table subject of the event is (B)(4). A steris service technician arrived onsite to inspect the 4085 surgical table and found the table's battery was not charged. The 4085 surgical table has an indicator that appears on the hand control display screen that indicates how charged the batteries are. While onsite, the technician was informed by user facility personnel that the hand control was showing a battery message at the time of the reported event. The 4085 surgical table operator manual states (5-6), "batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control (refer to figure 4-4 and section 4.2.2, hand control lcd display description) and some or all green diode bars on power panel led display are off." Additionally, the operator manual states (1-3), "warning - personal injury and/or equipment damage hazard: failure to perform periodic inspections of table could result in serious personal injury or equipment damage." The unit was installed in 2016 and is not under steris service agreement; the user facility's biomed department is responsible for all maintenance activities. The technician plugged the table in to charge the battery, tested the table, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the 4085 surgical table, specifically properly charging the table's batteries. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report # (B)(4) that during a patient procedure their 4085 surgical table would not respond to hand control commands. An employee from the user facility's biomed department was brought into the room and placed the table into trendelenberg with the backup hand control resulting in a procedure delay. The procedure was completed successfully. No report of injury.